Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received information that when this device was checked after bypass surgery there were pacing spikes noted which appeared to be inappropriate on the electrocardiogram. Upon further interrogation it was noted that the atrial lead measurements were low while all other measurements were within normal range. The device was reprogrammed and the sensitivity was increased. No adverse patient effects were reported. Should additional information become available this investigation will be updated.